Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's mother reported on behalf of her daughter who received unspecified low readings on the sensor scan and was provided juice. Customer experienced symptoms described as "nausea, cramps and seizures" due to hyperglycemia, however no treatment was required and recovered on her own. There was no report of death or permanent impairment associated with this event.